Manufacturer narrative:
(B)(6).

Event description:
The international philips field service engineer (fse) reported a ventilator gave a high temperature alarm. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The philips international field service engineer (fse) reported to have cleared the cooling fan filter. No parts were replaced. The unit was said to have been repaired no other anomaly was reported.